Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited right ventricular (rv) lead noise and an increase in pacing impedance that reached out of range measurements of 2455 ohms. Pacing inhibition had been exhibited during a ventricular tachycardia (vt) episode. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. It was reported that this crt-d had been explanted due to a therapy upgrade. No additional adverse patient effects were reported.